Event description:
It was reported that, during ureteroscopy procedure, the fiber split outside of the scope. It was noted that a pop noise was heard and the fiber was noted broken. The procedure was able to be completed using another fiber with no patient complications.